Event description:
Device malfunction: suture pulled out of the artery. Time of malfunction: during vessel closure. Symptoms/ae: death, cause unspecified. It was reported that in the spring of 2004, a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery. The patient had been admitted with severe unstable angina and underwent a diagnostic cardiac catheterization procedure. The patient experienced a small hematoma at the groin site that was treated with manual compression for approximately 5 minutes, followed by a sandbag, both of which are standard post-closure procedures at this user facility. The physician reported that the closure procedure was no different than any other case; no unusual issues were encountered. The patient had received plavix, intregrilin and heparin and the hematoma was attributed to the anticoagulants. Five days after discharge, the patient presented with symptoms of hypotension, pain at the groin arteriotomy site and shortness of breath. Ultrasound showed a small amount of blood at the groin site. The blood was evacuated via cut down at which time it was noted that "the suture had pulled out of the artery" within that timeframe. The patient's white blood cell count was elevated; there was no sign of infection at the groin site. The patient symptoms continued and a CT showed "a small amount of pre-peritoneal and a small amount of retroperitoneal blood". The patient was taken to surgery where a 14cm x 14cm retroperitoneal hematoma was removed. The source of the retroperitoneal blood was reported as unknown. The patent's shortness of breath worsened. Specifics regarding the origin of his symptoms were not provided. The patient eventually experienced adult respiratory distress syndrome, required intubation and experienced renal failure which ultimately led to his death 28 days post procedure. An autopsy was not performed. No additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.